Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.0mm x 20mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting at the proximal balloon cone. There are numerous hypotube and shaft kinks. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.0mm x 20mm maverick balloon catheter. No patient complications were reported and the patient's status was good.